Manufacturer narrative:
Concomitant medical products: product ID: w2dr01, serial# (B)(4), implanted: (B)(6) 2018, product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation. The right atrial (ra) lead exhibited low impedance and dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.